Event description:
It was reported that during photoselective vaporization of the prostate procedure, the first fiber was used without any problems until the end of joule life. The second fiber used had no energy output upon initial firing. The doctor opted to end the case as desired therapy was provided. There were no patient complications. Analysis of the returned fiber identified that the glass cap and the metal cap were detached.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass cap and the metal cap were detached and not returned with the fiber. The reported allegation was confirmed. It is probable that the fiber experienced inadvertent tissue contact that contributed to elevated temperatures near the laser beam output window leading to the glass cap and metal cap detachment. According to the device instructions for use (IFU), increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Based on analysis results, the interaction between the user and device caused or contributed to the identified glass cap and metal cap detachment.